Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging the release button was stuck/sticky on her onetouch ultrasoft lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2011 at 8am. The cca was advised the patient manages her diabetes with metformin pills (500 mg) and glipizide pills (10 mg). It is not known what action the patient took at the time of the alleged issue; however, stated she took less food and/ or drink. On the following day after the start of the alleged issue, the patient claimed she felt symptoms of dizzy and thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the lancing device. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.